Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the patient's injury being defined as life threatening. The dsir plus inoblender was returned for investigation. The dsir plus inoblender was tested at various settings and was found to perform within specification. No fault was found with the dsir plus inoblender. Though the customer noted that the monitored value for the nitric oxide was 0ppm and the oxygen was 21%, the customer did confirm that the dsir plus's sample line, which monitors the dsir plus's nitric oxide values, was actually connected to the hfov and not to the dsir plus inoblender, which was providing the nitric oxide to the patient. With the placement of the dsir plus's sample line at the proximal patient end of the ventilator tubing on the hfov instead of on the dsir plus inoblender, the customer was most likely measuring room air based on the "monitored values." Trends were reviewed for complaint categories, low o2 - condition, low no - condition, oxygen desaturation, and decreased heart rate. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: oxygen saturation, low and bradycardia. (B)(4).

Event description:
The customer called to report that a patient experienced oxygen desaturation and a heart rate decrease while on the dsir plus inoblender. The customer reported that the patient, a female newborn (B)(6) of age, was diagnosed with a right side pneumothorax and a mediastinal pneumothorax and was placed on sipap. The customer stated that the patient was removed from the sipap and intubated due to poor peripheral capillary oxygen saturation (spo2) and a suspected hypotensive crisis potentially caused by persistent pulmonary hypertension (pphn). The customer reported that after intubation, the patient's oxygen saturation decreased and the patient was difficult to recover. The customer stated that at this time the decision was made to place the patient on both inomax dsir plus and high frequency oscillatory ventilation (hfov). The customer reported that the pre-use check was performed on the inomax dsir plus before use and that it passed. The customer stated that the patient was not placed on the high frequency oscillatory ventilation (hfov) alone as the patient's spo2 had only recovered from the low 30's to the high 30's with manual bagging/intubation ventilation with the wall oxygen at 100%. The customer stated that they then began to manually ventilate the patient utilizing a flow inflating bag attached to the dsir plus inoblender, which was providing a set nitric oxide (no) dose of 30ppm and oxygen at 100%. The customer reported that while this was occurring additional staff was preparing the head of the dsir plus and a sensormedics oscillator to be placed onto the patient. The customer stated that the dsir plus's sample line, which monitors the dsir plus's nitric oxide value, was placed at the proximal patient end of the ventilator tubing on the hfov and not on the dsir plus inoblender, which was providing the nitric oxide to the patient. The customer stated that the dsir plus was appropriately reading the prescribed nitric concentration and fio2 desired from the physician with the intention that the patient would then be placed on both the inomax dsir plus and ventilator when possible. The customer reported that the patient was improving with the manual ventilation of the nitric oxide from the dsir plus inoblender coordinated with the high fio2 concentration. The customer stated that this combination allowed the patient to increase their spo2 into the 40's. The customer stated that after about ten minutes of this manual ventilation, the patient's spo2 decreased again from a baseline in the 40% range to a low of 12%. The customer reported that the patient's heart rate had also decreased to the low 60's but chest compressions were not initiated. The customer stated that it was then noted that the monitored value for the no was 0ppm and the oxygen was 21%; however, the customer confirmed that the dsir plus's sample line was still connected to the hfov and not to the dsir plus inoblender, which was providing the nitric to the patient. The customer reported that the patient was then removed from the "inobag" and manually ventilated with wall oxygen at 100%. The customer stated that at this time the patient was taken over by both the nicu nursing staff and the physician who manually bagged the patient to recovery. The customer reported that the patient was then placed onto the hfov without the inomax dsir plus and the patient's spo2 and heart rate recovered to their baseline within fifteen minutes. The customer stated that a second pre use check was performed on the dsir plus once it was off the patient and this pre use check was successful. The customer stated that since the "reason as to why the nitric oxide failed" was unknown; he was uncomfortable placing it back on the patient because of the risk. The customer reported that the patient had been transferred to a different facility. The dsir plus inoblender was returned for investigation.